Event description:
In 01/2001, while removing a 1/3 filled sharp container from the wall, an employee sustained a needle stick from an 18 gauge needle which punctured the side of the container. Kendall was made aware of the event on 2/8/2001.